Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 20:43:36 on (B)(6) 2024. At 22:11:38, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 22:12:19, the patient received the first inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 22:17:20, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 22:18:23, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/electrode lead fall off. The device was shut down at 22:43:07 on (B)(6) 2024.